Event description:
The customer reported the system is displaying a generator error at high techniques. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tiny tube head (monoblock). System operates as intended. (B) (4).